Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcification). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (calcification).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 4.8 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported the neck is 21 mm to 22 mm in diameter and it is 1.0 cm long with 30 degree angulation. There was one spot of calcification on the posterior aspect of the aortic neck. During the final angiogram there was a proximal type 1 endoleak seen. The physician decided to implant a 30 mm palmaz stent and this successfully resolved the proximal type I endoleak. No clinical sequelae were reported, and the patient is fine.